Event description:
It was reported that the patient had a loss of therapeutic effect. The ipg has not worked since implant. The MFR technical services redirected the patient to call their hcp. Further info is being requested from the hcp.